Manufacturer narrative:
This complaint of a leak in the catheter is confirmed. During functional testing, a spraying leak was observed emanating from the 13 cm depth marker. The leak site is < 0.2 inches in length. The split edges are sharp and traverse in a straight line. The tubing surrounding the leak site is unremarkable. Applying tension causes the edges to gape revealing uniformed walls. It is not known the indwell time prior to complaint incident. At this time, the mechanism of damage to the catheter is undetermined. Gross visual, microscopic and functional testing shows to evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) is not possible, as no manufacturing lot number info has been provided by the complainant.

Event description:
Line was placed at another facility approximately 10 days prior to the pt coming into the complainant facility on (B)(6) 2011. The line was removed on (B)(6) 2011 when a hole was found approximately 3 cm prior to the loop.